Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The allofit alloclassic shell was not returned to zimmer biomet for evaluation, as it had already been discarded at the hospital. However, two images were provided, taken in the operating theater, showing the product being outside of the original packaging. The product is held by a gloved person, with only the inner surface of the product shown. A dark/black foreign residue is visible and appears to be solid and adheres to the surface. As the product nor residue was returned for evaluation, it is not possible to further evaluate the origin of the residue. A review of the device manufacturing records confirmed no abnormalities or deviations. The device undergoes 100% visual inspection after washing, prior to packaging in the clean room, and prior to sterilization. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. An additional and extended complaint history search was performed for the whole product family. No additional related complaints were identified. Based on the available information, the reported presence of foreign residue can be confirmed. However, it cannot be determined whether the residue is of biological origin. Based on the provided images, a solid dark/black residue can be identified on the shell-liner interface of the shell. However, since the device was not returned for examination, it is not possible to further evaluate the nature and origin of the residue and stains. The device undergoes 100% visual inspection after washing, prior to packaging in the clean room, and prior to sterilization. Furthermore, employees are required to wear protective gear in the clean room to avoid direct contact with the devices. The review of the device manufacturing records confirmed no abnormalities or deviations. Therefore, the reported event is unlikely to have occurred during manufacturing. Based on the investigation, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): g2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cup shell was contaminated prior to use. Attempts have been made and additional information on the reported event is unavailable at this time.